Event description:
It was reported that the pump incorrectly calculated a bolus amount. Tandem technical support was unable to confirm the reported issue as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.